Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center displayed a b33 error code (scope data error). The issue occurred during an unspecified event. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated h6 coding and an update to h3 and h4. Based on the results of the investigation. It confirmed, that the b33 error, nonfunctional image and video connector socket was found to be worn out and does not lock. It was due, to the failure of the printed circuit board. However. The root cause could not be determined. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.